Event description:
The device was used off-label in the iliac via contralateral approach. As the device was tracing over the horn, the pt experienced vasovagal and the pt's blood pressure had lowered. The physician pulled the catheter back from the location until the pt was stable and tried to pull the device into the 8f guide catheter at the bifurcation (at the bend). The device would not retract into the guide catheter and the stent bent in half, and eventually came off the delivery system. The bent stent was snared and pulled close to the access site and was surgically removed.